Event description:
Patient had hip replacement with a metal on metal prosthesis and no surgical complications. There were no problems initially, but eventually the prosthesis started making a loud audible clunking or grinding noise. Patient opted for revision, and it was surgically exchanged.